Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display; he changed his battery and got battery out limit alarm. Troubleshooting was done. Customer's blood glucose was 256 mg/dl. The customer was assisted in troubleshooting and the display returned. Advised customer that battery cap would be replaced. Customer reported that he had blood glucose of 44 mg/dl. Customer declined to do troubleshooting for low blood glucose. Customer stated the cause of the low blood glucose was due to him and not the insulin pump. No further information provided.